Manufacturer narrative:
Dissection.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca. It was reported that a dissection occurred before stent implantation. Additional details are unknown.